Event description:
The customer reported that when they attempted to open the hydrophobic air inlet filter during a noradrenaline infusion, the cap came off and the drug poured out. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.